Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection with pain and discomfort. Reportedly, the patient had redness and pain around the implant site. Furthermore, the patient undergone a wound vacuum procedure. No adverse patient effects were reported. The ra lead was explanted.